Event description:
It was reported that stent damage occurred. The 85% stenosed, eccentric, de novo, 16.5x6mm target lesion contained >45 and <90 degree bend and was located in the moderately tortuous renal artery. A 6.0mmx18mmx150cm express® sd renal/biliary stent was selected for use but failed to cross the lesion. The device was removed and the physician noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).